Event description:
It was reported that the device had an air leak. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Visual inspection was conducted but the complaint was not confirmed as the device was found to be in good condition. The inflation test was repeated on the sample received and it was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. No lot number was provided; therefore, a history record review could not be conducted.